Event description:
This is a spontaneous case report received from a physician in united states on 05-mar-2015 which refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion on (B)(6) 2015. When physician was withdrawing catheter from left tube a piece of it broke off. Health care professional was able to remove it and informed that right insert could not be placed due to possible tubal spasm of occlusion. Placement was discontinued. In addition it was reported that patient is ok but still having pain on left side. Ptc investigation result was received on 19-mar-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter breaking during the procedure is an anticipated event. Medical assessment: this product technical complaint was initiated due to a reported product quality issue. Additionally, a usability issue was reported. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect and noted that the possibility of catheter breaking during the procedure is an anticipated event. Based on the limited information available, there is no relationship between the reported medical events and a quality defect. Follow-up information received on 05-mar-2015. Lot number was c91768. It was reported a tubal spasms on both sides. On left side, a piece of micro insert came off and was removed with graspers. No injury to the patient. Follow-up information was received on 25-mar-2015. The case (B)(4) was found to be a duplicate of this case and was deleted. All information was transferred to this retained case. Patient's date of birth was amended, she was (B)(6). No new clinical information. Company causality comment: this medically confirmed, spontaneous case report refers to a(B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and when hcp (health care professional) was withdrawing catheter from left tube and a piece of it broke off. This event, interpreted as device breakage, is non-serious and was considered listed upon receipt of the product technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, the device breakage occurred during essure insertion procedure. Therefore, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. An updated product technical analysis (lot number received upon follow-up) is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up on 27-mar-2015: upon receiving of the lot number c91768 the ptc investigation results were updated. Ptc global number: (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter breaking during the procedure is an anticipated event. Medical assessment: this product technical complaint was initiated due to a reported product quality issue. Additionally, a usability issue was reported. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. (B)(4) further ae case reports have been received to date with the referred batch, both cases referring also to a similar adverse type of event. No unusual pattern could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation at this point in time. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a casual relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and when hcp (health care professional) was withdrawing catheter from left tube and a piece of it broke off. This event, interpreted as device breakage, is non-serious and was considered listed upon receipt of the product technical analysis (ptc). During difficult insertion/removals, single cases have been reported of essure breakage. In this case, the device breakage occurred during essure insertion procedure. Therefore, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. The performed ptc analysis concluded there is no reason to suspect a casual relationship to a potential quality deficit based on this report. No further information is expected.